Event description:
It was reported following a percutaneous coronary interventional procedure, after inserting the angio-seal device into the insertion sheath, the physician inadvertently pulled both the device and sheath back. The st. Jude medical representative was present and corrected the technique. The angio-seal device was inserted and pulled back to match the mark on the carrier tube per procedure. Following deployment, collagen was exposed above the skin; the skin nick was enlarged using forceps. The tension spring was placed for 30 minutes. A hematoma formed approximately 3 hours later; manual pressure was applied to achieve hemostasis. The following day, the pt underwent surgery due to the growing hematoma. Reportedly the angio-seal device collagen and suture were removed; however, the anchor was left in the pt. The pt was reported to be in good condition and recovering.